Event description:
The customer stated that the central monitoring system (cns) screen froze up at 11pm. The cns was restarted by the customer 11:30pm and this resolved the issue and were able to resume monitoring. When reviewing data, the data was missing for two hours between 9:30pm and 11:30pm for all the beds. MFR ref #: 8030229-2014-00143.